Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot h10b03057 with no issues noted during the manufacturing process. Root cause was determined as user error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of four reports associated with this event.

Event description:
A spontaneous report was received by baxter on (B)(6) 2011 of peritonitis in a home choice patient (hp) manifested by abdominal pain in 2010 as reported by the hp. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdrn) who stated that on (B)(6)2010, the hp reported abdominal pain and cloudy peritoneal dialysis (pd) effluent. Pd effluent was obtained for culture. Treatment was initiated that day with vancomycin 2gm, 2 times a week intraperitoneally (ip) for 3 weeks. The hp's transfer set was also changed per clinic protocol, as done with each diagnosis of peritonitis. The pdrn reported that the hp had completely recovered. The pdrn stated causality was the hp and touch contamination and that the dialysis products and solutions were not suspect.